Event description:
It was reported to philips that the users pinched their finger in the gap between the bed rail and the cover door while moving the bed. The user¿s finger was noted to be red and was treated by cooling, and the redness was noted to have already dissipated. The system was in clinical use at the time of the reported event. There was no allegation of a serious injury to the patient or user. An investigation into this complaint has been initiated by philips.